Event description:
It was reported that a leak from a cassette was noted during prime on the homechoice (hc). It was stated that debris was noted in the box that the supplies were shipped in. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis was unable to be completed. A batch review of the associated lot number was performed, and it revealed no abnormalities during the manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.